Manufacturer narrative:
Conclusion: based on the information received from the field the recipient has been re-implanted. However, neither the device nor further information has been received. Due to lack of information a root cause for explantation could not be determined. This is a combined initial and final report.

Event description:
A report of a device explantation was received. The exact cause of explantation is unknown. Despite several requests neither more information nor the device has been received. The user has been re-implanted.